Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from other non-healthcare professional. This case concerns a (B)(6) female patient who had swelling of knee and possibly had fluid aspirated after receiving treatment with synvisc one injection. No relevant medical history, past drugs concomitant medication and concurrent conditions were reported. On an unknown date in 2014 ( over a year ago ), the patient received treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiration date: not provided) into an unspecified knee. On an unknown date, after unknown latency, the patient had swelling and possibly had fluid aspirated from the knee and was given a steroid. The reporter stated that since then when the patient was due for another treatment she was given orthovisc instead because of the reaction. It was reported that the patient was now currently on another treatment series (unknown). Action taken: permanently discontinued. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for both the events. No other information was provided.